Event description:
Dealer stated that the t94he leg rests are not staying up. No report of any injury or ill effect.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tracer manual wheelchair, the date code is unknown, age is unknown. The owner's manual part number 1110546 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare.